Event description:
The customer reported that insulin was squirting out when he would attempt to prime. The customer's blood glucose level was 200 mg/dl. The customer was advised to check the reservoir volume and stated the amount was 260.0. There were 218.6 units remaining in the reservoir in the insulin pump status screen. The customer also stated there was an alarm going off saying he had less than 20 units, while there were closer to 40 units, per the customer's visual inspection. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was protruded. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No alarms could be verified for a loose drive support disk due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.